Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pre-op: cup vertical loosened after falling in the bathroom. Outcome: tritanium cluster 56mm 36 x 3 sz e 0degrees, 3 - 25mm screws, 36 g taper to head."